Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple alarms (alarm 31 - motor vent stall) occurred with multiple cartridges during the load process. Additionally, it was reported that a alarm 29 (motor cart range low) and a cartridge alarm 5 (pressure out of range) occurred. Blood glucose was 105 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarms (cartridge alarm 29 and alarm 31) were verified. The alleged alarm 5 was verified in the pump logs; however, no failure was identified.